Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the radio frequency telemetry of the pacemaker disconnected. After the device was interrogated again, it was noted that the device was in backup vvi. The device was reprogrammed, and the patient was stable.